Event description:
Blood glucose results of "150 mg/dl" with the lifescan meter and "94 mg/dl" on the lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.